Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One sample was received at the cardinal health site. A visual inspection according to product specification was conducted by inflating the balloon with water and a leak was detected from a pinhole in the middle part of the globe. The affected component is produced by an external supplier; our assembly process only consists of a pick and place operation for this material. The root cause and action plan were initiated to the supplier as a corrective action report (scar). A formal corrective/preventative action report (CAPA) has been opened to further investigate this issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the device had to be replaced due to a balloon leak ( possibly rupture ).